Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer stated that prior to going to bed he took insulin for a blood glucose reading was 258 mg/dl. The customer stated that the next thing he remembers is waking up in the ambulance. The reported blood glucose reading at the time of hospitalization was 22 mg/dl. Troubleshooting was performed and found that a bolus had been delivered approx an hour prior to the paramedics' arrival. While checking the insulin pump's history files, it was found that a bolus of 13.5 units had been programmed to treat for a blood glucose reading of 99 mg/dl and 300 carbohydrates. The customer stated that he does not remember programming this bolus, it was found that the insulin pump was reading the reservoir volume accurately and passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.